Event description:
A malfunction on the pump was reported by the caller, who noted that the pump was warm to the touch. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided guidance to reset the pump, and the issue did not recur after the reset, allowing the customer to continue using the pump. Caller was advised to contact technical support again if any malfunction code appears in the future.